Manufacturer narrative:
Report source: (B)(6). Concomitant product(s): product ID: 37085-95, serial# (B)(4), implanted: (B)(6)2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6)2013, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6)2007, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6)2013, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6)2007, product type: extension. Product ID: 338740, lot# b0706779k, implanted: (B)(6)2007, product type: lead. Product ID: 338740, lot# b0730589k, implanted: (B)(6)2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the deep brain stimulation (dbs) system became infected and is scheduled for removal on (B)(6)2017. The issue was noted as unresolved at the time of the report as the explant had not yet taken place. No further complications are anticipated. See related regulatory report 3004209178-2017-15137.